Event description:
It has been reported to philips that the wireless footswitch was not working. The system was not in clinical use when the issue was identified. No harm has been reported to philips.

Manufacturer narrative:
A philips engineer inspected the system on-site and confirmed that the issue was caused by loss of the wireless connection. The wireless connection with the base station was re-established by disconnecting and reconnecting the power supply of the base station. When the power supply is removed, the wireless base station is reset. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.